Event description:
On (B)(6) 2012, it was reported that a patient was seen in a neurology clinic for a broken lead. On (B)(6) 2012, the patient underwent lead revision surgery. It was indicated that a lead break could not be seen on x-rays; however, the patient had high impedance. (The x-rays were not provided to the manufacturer for review.) The patient underwent lead revision on (B)(6) 2012. The lead was reportedly discarded after revision because it was removed in several pieces.

Event description:
On (B)(6) 2012, additional information was received that there was no known manipulation or trauma. X-rays images were taken but would not be sent in for review.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.